Event description:
It was reported that the external pulse generator (epg) had a broken connector as a result of poor handling of the device. The epg has been returned into service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient involvement in the event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had a broken connector. Both atrial and ventricle connectors are broken. It was also determined at analysis that the leads are contaminated and worn. The upper and lower case is broken. The battery contacts are contaminated, the epg was reported to be sticky. Several parts are missing from the back of the epg. The epg was not repaired as it was no longer serviceable. The epg was decommissioned. If information is provided in the future, a supplemental report will be issued.